Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm), (s/n (B)(6)) revealed a rtm failure. Final test low reading is 0. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated the patient (pt) was having trouble with charging the implant and it kept showing no device found (16) so they would have to reset the controller. Caller stated the issues started in march and progressively got worse. Caller stated they didn't think the controller was charging up past 90 percent. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed green light above screen; controller is 90 percent and implant is 100 percent. Caller stated that it shows that the controller is recharging which previously it was not. Caller stated that the pt usually charges the implant every 2-3 days. Agent had caller keep the controller connected to the ac power supply and called back at a later time. Agent called back after 30 minutes and caller confirmed then that the controller did charge up to 100 percent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. No symptoms reported. Additional information was received from a patient's representative (pt rep). It was reported that they called a few weeks ago about the issue with recharging the implantable neurostimulator (ins). Caller said that the last agent got the equipment working really well, but yesterday it took the pt over an hour to finally get the ins to start charging. Caller said that the pt got the controller to charge. Caller confirmed that there were no issues recharging the controller from the power supply. Patient services (pss) had the caller reset the controller; caller said that they did this the last time they called as well. Caller said that it was kind of a challenge to get the battery pack out of the controller. Pss had the caller unlock the controller. Caller saw the main therapy home screen with group b and programs 1 and 2. Pss had the caller check the batteries screen. The controller was at 100% and the ins was at 90%. Pss had the caller initiate an ins recharging session. Caller saw recharging excellent with the controller light flashing green. Caller said that the ins went up to 100%. Pss had the caller inspect the recharger and caller said that it looked fine. The pt then came on the phone and said that sometimes when the equipment was messing up they could hear clicking and then the paddle would get really hot where the wire went into the paddle. A replacement recharger (rtm) was sent out. No symptoms were reported.